Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device's lcd screen was observed. The device¿s lcd display was replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm test, battery test, run in tests and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.